Manufacturer narrative:
Surgical intervention planned for patient with a total knee implant. Poly inserts may be exchanged. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Surgical intervention planned for patient with a total knee implant. Poly inserts may be exchanged.